Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance testing. The sensor passed per specifications. Performed solution test and the sensor failed per specification. No isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report several cal error alerts, change sensor alerts, bad sensor alerts, and that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 129 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer reported a 400 mg/dl blood glucose reading the morning of the phone call. The customer stated they had the dawn phenomenon. The sensor was replaced and returned.